Event description:
Discordant advia centaur (B)(6) results were obtained on 3 patient samples. The results were reported to the physician. The samples were subsequently repeated after a service call and corrected results were reported. There was no known patient intervention or report of adverse health consequences due to the discordant (B)(6) results.

Event description:
Discordant advia centaur (B)(6) results were obtained on 3 patient samples. The results were reported to the physician. The samples were subsequently repeated after a service call and corrected results were reported. There was no known patient intervention or report of adverse health consequences due to the discordant (B)(6) results.

Event description:
Discordant advia centaur (B)(6) results were obtained on 3 patient samples. The results were reported to the physician. The samples were subsequently repeated after a service call and corrected results were reported. There was no known patient intervention or report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was a cracked wash 1 tubing. The tubing was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was a cracked wash 1 tubing. The tubing was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results was a cracked wash 1 tubing. The tubing was replaced. The instrument is performing within specifications. No further evaluation of the device is required.